Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings:evidence of moisture contamination was observed behind the display lens. During testing, the pump was not able to be powered on. The pump case was removed and moisture contamination was found throughout the inside of the pump. The compliant that the pump¿s vibratory feature was functioning intermittently was not able to be adequately investigated due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.